Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, lot/serial/version#: unknown; product ID: bi71000199, lot/serial/version#: unknown; product ID: bi71000166, lot/seria l/version#: unknown; product ID: bi71000138, lot/serial/version#: unknown, h3) the manufacturer representative went to the site to test the imaging system. The lower door cap was replaced due to damage caused by the site. When trying to close the door they noticed the rotor was not in the correct position. After manually placing it in the correct position and performing an invalidate home. The issue that the door would not open/close would persist. After troubleshooting it turned out to be more damaged parts caused by the initial damage to the lower door cap cover. It had bent the metal frame inside and this caused 3 cables from the door stop block and the side door wall switch was snapped in half. Hence it was causing problems with the door opening and that is why there was a motion control error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the cover was damaged by the site. There was no patient involvement.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the remaining damaged sidewall covers were rep laced. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.